Event description:
It was reported that prior to an unknown procedure the product did not b - shaped perfectly. There were no reported patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.